Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarms. Unit had moisture damage on electronic assembly and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 216 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis. The customer ...